Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not start. Review of system log file could not confirm the reported malfunction. Upon troubleshooting, fse found that there was an error in the flexvision pc. The philips engineer replaced flexvison pc. The flexvision pc was returned to philips for further analysis. The analysis confirmed the flexvision pc was failing as it failed dos-lan2-test. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc failed to bootup, it was stuck at 00:00. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that the flex vision pc failed. The flex vision pc was replaced, the software was reinstalled, and the system was returned to use in good working order.